Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the touch panel did not work. The coin battery voltage was 0.038v. The control board was replaced. No pt involvement reported.